Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was returned in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The cartridge reload was loaded into the device without difficulties and did not fall out during the visual and functional testing. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the cartridge fell out of the device and into the patient when it was fired. The surgeon was able to retrieve the cartridge through the trocar using graspers. Another device was used to complete the procedure. There was no adverse consequence to the patient.